Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our service engineer confirmed tha failure on site and also found out that the ventilator generated a technical error indicating a communication error and replaced the monitoring printed circuit board (pcb). The control pcb and expiratory channel pcb were also replaced. No logs were provided. Customer kept the replaced parts. Due to lack of information, further investigation was not possible, therefore the root cause could not be established.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).